Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. A specific cause for the patient¿s infections could not be conclusively determined. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, is currently available. Section 1 ¿introduction¿ of this document lists driveline infection, localized infection, stroke, and death as adverse events that may be associated with the use of the heartmate 3 lvas. The IFU also lists multiple types of organ failure and dysfunction (right heart failure, respiratory failure, renal dysfunction, and hepatic dysfunction) as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ includes information for caring for the driveline exit site as well as information regarding how to prevent and control infection. Section 6 provides information regarding anticoagulation, including recommended inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. The heartmate 3 lvas patient handbook, rev. A, contains several sections with information about how to prevent and control infection as well as information for caring for the driveline exit site. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a long battle with chronic driveline infection and presented to a local emergency room on (B)(6) 2025 with respiratory failure and was intubated prior to transfer to the hospital. Upon arrival, they were found to be bacteremic with methicillin-resistant staphylococcus aureus and an elevated lactic of 6.3. They also had a supratherapeutic international normalized ratio (inr) of 6.0. They had minimal responsiveness with weaning sedation, so a computed tomography scan of the head was obtained on (B)(6) 2025 which showed "multifocal developing hypodensities in bilateral parietal, occipital lobes, and cerebellar hemispheres concerning for acute to subacute ischemia, with mild mass effect on the 4th ventricle." The decision was made to move toward comfort care measures. Care was withdrawn. The patient passed away in the intensive care unit (ICU), family at bedside on (B)(6) 2025. Historically related MFR covering the onset of the chronic driveline infection: 2916596-2024-05295.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.